Manufacturer narrative:
The archive from the procedure was reviewed by medtronic personnel. The evaluation of the archive was unable to replicate the reported issue.

Manufacturer narrative:
Additional information: additional review of the archive in the procedure found there was a potential 1 millimeter alignment imprecision at the internal auditory canal of the patient.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a electrode and probe placement deep brain stimulation (dbs) procedure, an imprecision between 0.5-1 millimeter was observed. The surgeon elected to complete the procedure as intended, as they felt the imprecision was not a concern. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.